Event description:
On (B)(6) 2010, the patient reported she accidentally spilled an entire cartridge of insulin into the cartridge chamber of her infusion device. She said she pulled the cartridge out without unscrewing it completely which resulted in the plunger remaining attached to the piston rod and insulin spilling into the chamber. The patient was educated on how to properly change the cartridge and was assisted with inserting a new cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device, cartridge and adapter were replaced and requested to be returned for evaluation.